Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. Customer stated the pump is flashing red. The customer's blood glucose was 73mg/dl. Customer stated they received a critical pump error image on the pump screen. The customer was advised the pump will be replaced. Recommended customer to revert to back up plan.

Manufacturer narrative:
Pump received with critical pump error, problem isolated to the connector. We were unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.